Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 4 of 4. Reference MFR reports: 1627487-2011-02160, 1627487-2011-02161 and 1627487-2011-02162. The pt received an scs system, which included two percutaneous leads and two extensions. It was reported that one of the pt's leads sustained a fracture. As a result, the physician explanted and replaced the lead. The lot number for the explanted lead was not provided, therefore, a report has been submitted for both leads. During the procedure, the physician elected to replace both of the pt's extensions as well. The explanted products were not returned to the MFR for analysis. F/u on the pt found no further lead issues.